Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from the tubing of a transfer set. This was due to two tubing pinholes. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.

Event description:
Baxter reported a leak from the silicone tubing. No injury or medical intervention was reported.